Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, it was noted that it was difficult to insert and take out laparoscopic instruments through the port holes.